Event description:
Event description guidant received information that this implantable pacemaker (ipm) could not be interrogated. The caller thought that software from an older model device would be sufficient to interrogate the device.